Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is unknown but potentially attributed to the device being exposed to conditions outside of those identified on product and instructions for use labeling that would include exposure to chemicals used during decontamination / sterilization of clinical environments or extreme environmental conditions during storage. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during an internal inliac artery procedure, the catheter was being withdrawn and the tip was found to be disconnected. The detached tip was within the sheath and was easily retrieved with the sheath. No injury to the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.